Event description:
During surgery, after the tacker was fired, the device locked up. The second protack was used with the same results. A third protack was used from different lot number and worked fine. No harm to patient.